Manufacturer narrative:
-Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having connection difficulty to ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released by the hospital.